Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an unstable speed occurred. A rotablator console kit assy rotational atherectomy system was used to treat the target lesion. During procedure, it was reported that the rotational speed went up and went down suddenly and speed was unstable. It was further reported that the burr rotation was also unstable. No patient complications reported and the patient's status was stable.